Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has diminished r-wave sensing. The lead was difficult to implant and was eventually placed high on the rv septal wall. A follow up with the patient¿s healthcare provider yielded that the patient was admitted to hospice and the family elected to program off the device. The lead remains in the patient out of use. No patient complications have been reported as a result of this event.